Manufacturer narrative:
Additional information provided: h.10 (although patient demographics were requested, the customer stated that they do not provide patient identifiers to maintain patient confidentiality.) No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the adult day medicine unit that at the completion of transfusion of prbc 1unit, the nurse clamped the blood arm of the blood transfusion set. When the nurse began to unclamp the normal saline ns) arm of the blood transfusion set, the ns arm separated from the blood transfusion tubing set. Blood and normal saline leaked to the floor. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics to be requested.

Event description:
It was reported that after completion of 1 unit prbc transfusion, the blood arm of the blood administration tubing set was clamped. When the ns arm was being unclamped, the ns arm then separated from the blood administration tubing set, and blood and ns leaked. There were no adverse effects caused to the patient from the event.